Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was inappropriate mode switch due to far field oversensing on the atrial channel of an ICD. The device was reprogrammed. The patient has not had any adverse effects; patient is in stable condition.